Event description:
A hospital in (B)(6) reported via our distributor that an rt202 adult breathing circuit caused the mr850 respiratory humidifier to alarm during use. The hospital further reported that upon restarting the respiratory humidifier, there was a "spark" inside the connector where the heater wire plugs into the circuit. When the breathing circuit was replaced everything functioned normally. The hospital has reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt202 adult breathing circuit caused the mr850 respiratory humidifier to alarm during use. The hospital further reported that upon restarting the respiratory humidifier there was a "spark" inside the connector where the heater wire plugs into the circuit. When the breathing circuit was replaced everything functioned normally. The hospital has reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the returned inspiratory limb of the complaint device was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no damage to the complaint device. The inspiratory heater wire was open circuit. A wire break was identified between the connection of the heater wire and heater wire pin. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).